Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients at risk to be symptomatic with possible mode switch, to have prophylactic generator change. Patient had generator change [redacted].